Event description:
Repair center: alleged alarm will not function and key is the power switch has no audible alarm. Per independent repair center statement, unit will not alarm. The key failure was that the power switch had no audible alarm. Other issues were that the pilot valve was alarming and the sieve beds had low o2.